Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received a shock due to oversensing. Hv therapy was turned off. The lead was capped and replaced due to fracture. The patient tolerated procedure well..